Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced affective disorder ("mood poblems"), depression ("depression") and amnesia ("memory loss"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the medical device removal, affective disorder and depression outcome was unknown. The reporter provided no causality assessment for affective disorder and depression with essure. The reporter considered amnesia and medical device removal to be related to essure. Concerning the injuries reported in this case the following events were extracted from social media: depression, affective disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - memory loss and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced affective disorder ("mood problems") and depression ("depression"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the medical device removal, affective disorder and depression outcome was unknown. The reporter provided no causality assessment for affective disorder and depression with essure. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following events were extracted from social media: depression, affective disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event "medical device removal" was added. Reporter information was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.